Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with blood glucose rising to a reported high of 387 mg/dl and remaining out of range for more than 90 minutes; the user questioned whether insulin delivery occurred despite a recorded meal announcement and acknowledged that carbohydrate intake might have been higher than anticipated, and the user was advised to change infusion supplies if glucose did not decline. Symptoms included no reported clinical symptoms. Outcomes included no outside assistance or medical intervention. Investigation included complaint handling with troubleshooting and education focused on high glucose management and infusion set/supplies review, including the user¿s 23 in 6 mm inset details and confirmation that the ilet alerted for high glucose and that correction was attempted using the ilet. Investigation of this case revealed no device malfunction could be confirmed and that the cause of the hyperglycemia was unclear, with possible contributors including underestimation of carbohydrate intake or infusion site or supplies issues. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.